Event description:
The account alleged the brake casters would swivel while in brake mode. No pt impact.

Manufacturer narrative:
The technician replaced all brake caster and brake steer caster to resolve the issue.